Event description:
On sep 29, 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultralink meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with an insulin pump. The product issue began on (B) (6) 2009 at 1:00 pm. The pt reportedly was having symptoms of "nausea, thirst, and headache" 5 minutes prior to the onset of the power issue. At 4pm, the pt tested on a one touch ultramini meter at "400 mg/dl". At the time of concern, the pt reported administered self-treatment with an increased dose of novolog insulin. The power issue was not resolved with training. The customer care advocate verified that the subject meter did not power on with the power button pressed and the test strip inserted into the meter. The battery was replaced per the owner's manual, the battery contacts were in good condition, and there was no product misuse. This complaint is being reported due to the power issue. There is no evidence that pt suffered a serious injury due to the pt issue. The pt's symptoms preceded the onset of the power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.